Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level. Bg value not provided. During troubleshooting it was determined insulin was not being delivered from the cartridge. Customer changed multiple cartridges to resolve the issue and resumed insulin delivery.